Event description:
During a remote follow-up, inappropriate automatic mode switch (ams), far-field r-wave oversensing (ffrwos) and competitive atrial pacing (cap) were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.